Event description:
It was reported that during a surgical procedure of the knee it was observed that the femoral impactor device was broken. It was reported that no fragments were generated. It was reported that the procedure was successfully completed with no surgical delay. There was no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: investigational summary: the product was not returned to depuy synthes; however, a photo was provided for review. ¿ the photograph attached was reviewed; however, the reported issue cannot be identified in the attached photo. The lot number cannot be identified due to the poor quality of the photo, and no further observations are possible. This appears to be a photo issue, not a device issue. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. ¿the overall complaint was not confirmed as the observed condition of the attune femoral impactor would not contributed to the complained device issue. Based on the investigation findings, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.